Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 70 mg/dl, 239 mg/dl, 63 mg/dl, 53 mg/dl, 55 mg/dl and 83 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.